Event description:
The customer reported charger fail error displayed on c-arm. No patient injury was reported.

Manufacturer narrative:
The ge service rep used rus to pull system error log and to back-up system files, discovered that there has been this error prior to my visit. Back in april 07 when measuring dc battery volts after an exposure. The charger would go 235.7 from 225.2 then drop back down to normal range. Went to the workstation to verify voltage from workstation to 'c' 117.6 and room power 118.1, measured across ac1 acpri / ac2 acpri 117v, 117v measured transformer strapping 116.2, 116.2 ac / return 117.7. While taking numberous exposures of 75kv and 200 ma then going 30 sec times 3 system gave an anode warm error message. It also took a long time to recover from the trickle charge of 235 down to normal 225.5. Troubleshoot the charger board seperate then also while taking an exposure 116v was measured at the signal. Interface board across f3 and f5 which was 116v also. Could not duplicate problem. System working as intended.